Manufacturer narrative:
An event of a calcified valve was reported. The results of the investigation are inconclusive since the device remains implanted and was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2013, a 21mm trifecta valve was implanted. On (B)(6) 2019, abbott was notified that the valve had calcified and that a valve in valve is scheduled.

Manufacturer narrative:
Additional information for: b5, g4, g7, h2, h6, and h10.

Event description:
On (B)(6) 2013, a 21mm trifecta valve was implanted. On (B)(6) 2019, abbott was notified that the valve had calcified and that a valve in valve is scheduled.

Event description:
On (B)(6) 2013, a 21mm trifecta valve was implanted. In december 2019, the patient presented symptoms of dyspnea and high gradient. It was found that there were calcification on the valve. On (B)(6) 2020, a valve in valve was performed with a 20mm s3 valve. The patient is stable post procedure.